Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The p-cap does not lock properly due to missing retainer. Unit received with scratched case, cracked keypad overlay, pillowing keypad overlay and corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was cracked. Customer stated that insulin pump had neither been bumped nor dropped. Customer stated that the reservoir did lock in place when inserted into insulin pump. Customer stated that 2 sensors caused them bleeding. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.